Event description:
It was reported that within approximately two weeks post implant that the left ventricular (lv) lead had dislodged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed).